Event description:
Generator was implanted and reported to be unable to interrogate during the surgery. Due to this, a different generator was used to be implanted in the patient and successfully complete the surgery. Later it was reported that the suspect device was able to be interrogated and it showed eos (end of service). It was stated that electrocautery was not used with the new generator implanted. It was confirmed that the generator was not stored in cold temperatures prior to surgery. The suspect generator has been received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Generator analysis was approved and reviewed. The generator was returned due to premature end-of-life (peol)allegations. Review of the received data did indicate that peol was noted on day of implant. The initial interrogation of the generator indicated that the reboot counter was reset due to a bor (brown out reset). The reboot timestamp was (B)(6) /2019. The vbat low volts indicator revealed that the battery was at 1.99 volts on (B)(6) 2019 which was date of implant. This would indicate that the generator was probably in a high current state. Electrical test results showed that the generator performed according to functional specifications. The end of life was not duplicated in product analysis (pa) lab. No burn marks were observed on the generator can. The cause of the peol condition was most likely due to a latch up condition in the asic (a2). This resulted in observed low battery condition. No additional relevant information has been received to date.

Event description:
Internal generator data revealed that the device experienced a "brown-out error" suggesting that the generator was hit by electrocautery and thus was the cause of the generator to deplete to eos during surgery. Product analysis has not been completed to date. No additional relevant information has been received to date.